Event description:
It was reported that for the last 3 months, a patient¿s implantable neurostimulator (ins) had been turning itself on and off, and that ¿each time it turned off, it went up high¿. It was noted that the patient had been meeting with a manufacturing representative every two weeks ¿to do different programs¿. It was noted that the representative tried ¿different things to help¿ and that the representative ¿could get it to where it won¿t do it, but then it usually came back and did it again¿. Additional information was received that the patient had most recently met with a manufacturer¿s representative (B)(6) 2013. It was noted that an impedance check showed no abnormalities. It was noted that the patient would discontinue sensor activation to see if that helped with the fluctuations in stimulation. It was noted that the patient was reprogrammed and given 3 new programs. It was noted that paresthesia coverage was adequate where the patient needed it. It was stated that a follow-up meeting would be scheduled.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient (B)(4) .